Event description:
It was reported the pt (australia) did not receive adequate beck coverage from his surgical lead. Effects to resolve this matter via reprogramming were unsuccessful. The pt recently underwent a trial procedure using a new pain management therapy regime which reportedly resulted in effective stimulation coverage to his back and in both legs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.